Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 458 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. The customer's grandmother also reported receiving a no delivery alarm. Troubleshooting found insulin was able to exit from the tubing and there were no leaks present. Troubleshooting could not be completed as the customer did not have a tubing clamp. It was also found the customer did not have a bent needle after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.